Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed contamination with the additive on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode additive contamination. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed contamination with the additive on unspecified number of tubes. There was no health impact or consequence reported.